Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis and did not receive treatment for the event. The cause of the peritonitis was a leak in the patient line. The patient recovered from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis in (B)(6) 2012. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.